Event description:
The manufacturer made a change to one of the components, a roller clamp, of the tubing set and the substituted part is "flimsier" than the original. When clamped, the axle of the roller wheel can pop out of the tracks in the sidewalls - potentially causing the patient to receive a bolus of fluid.